Event description:
The following was reported to davol by the pt's attorney. Date: (B)(6) 2011 - the pt was implanted with two non bard/davol mesh products. Date: (B)(6) 2012 - the pt was implanted with a bard/davol flat mesh product during a laparoscopy sacrocolpopexy procedure, enterolysis, and cystoscopy procedure for the treatment of recurrent vaginal prolapse. During this procedure, omentum and small bowel adherence to the anterior abdominal wall was noticed.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. We are reporting this due to a serious pt injury alleged to the use of the davol product. Med records were limited to the pt's operative/discharge reports and sticker page only. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A mfg review was performed and found no evidence of a mfg related issue. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.